Event description:
The pt was being seen for initial evaluation. Two electrodes (chanel 1) were placed on hamstring, and two electrodes (channel 2) were placed on quads. Stimulator was turned on and intensity was increased to 32ma on channel 1, and to 60ma on channel 2. Suddenly, the stimulator began to operate; channel 1 came on and then as channel 2 came on, pt yelled "ouch" and experienced a strong quad contraction which was also observed. (Previously, the pt could not perceive any sensation on channel 2). The stimulator was then shut off and removed from svc, and returned to the MFR.